Event description:
A customer reported receiving an error message and then noticed the uom setting of their freestyle meter could be changed. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. Complaint confirmed. Found reset calibration memory values causing the uom to be selectable, the battery icon and booklet icon to appear on the display and give e-3 errors. Serial number was also corrupt. Unit of measurement was selectable and was received at mg/dl. Errors 204 and 800 were observed, indicating battery droop. Meter is inoperable. Customers and retailers have been informed through the fa 16may2006 letter.